Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported when implant was placed in ada site 14 of the patient's mouth, a local infection was present. A bone graft was executed on type iii bone. Primary stability was not obtained and mobility was present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative) complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported when implant was placed in ada site 14 of the patient's mouth, a local infection was present. A bone graft was executed on type iii bone. Primary stability was not obtained and mobility was present. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative (or post-operative)complications. (B)(4).